Manufacturer narrative:
The device was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and decreased vision are listed in the device labeling as known potential risks. Complaint reference number for replacement inlay: (B)(4). Please reference MFR# 3005956347-2017-00035 for the initial inlay serial# (B)(4) (complaint ref# (B)(4).

Event description:
The replacement inlay was explanted <2 months postoperatively due to inferior inlay decentration. The patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (prior to replacement inlay implantation) to 20/30- (prior to explantation of the 2nd inlay). At last examination on (B)(6) 2017, the bcdva was 20/50. The surgeon suspects endothelial cell pump dysfunction and previous decentration path as potential factors. Please reference MFR# 3005956347-2017-00035 for the inlay serial# (B)(4) which was previously implanted to this patient.

Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. The patient's best corrected distance visual acuity (bcdva) returned to baseline.